Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The facility biomedical engineer reviewed the incident with the scrub technician that reported the problem. The scrub technician stated the incident could have been a use issue and not a system problem. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "viscous fluid control (vfc) extraction was not working" (aspiration issue). The nurse reported the viscous fluid control (vfc) extraction was not working. The tubing was switched and the same problem remained. The surgeon removed the oil manually. No pt injury was reported.